Manufacturer narrative:
During angioplasty of a moderately calcified and tortuous lesion in the carotid artery an aviator plus balloon catheter was delivered for post-dilatation. The balloon was inflated up to 8 atmospheres but from this point, it became difficult to increase the pressure smoothly. The aviator plus was removed and it was noted that the balloon was ruptured. Another product (details unk) was used and the procedure was completed successfully without any other problems. There was no adverse event and the pt was in stable condition. There was no difficulty removing the product from the hoop prior to use. No kinks or other damages were noted prior to inserting the product into the pt and the device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was also no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The balloon could be inflated and after it ruptured, it deflated normally. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during pta of a lesion in the carotid artery with moderate calcification and vessel tortuosity an aviator plus balloon catheter (424-4020w, r0109113, complaint product) was delivered for post-dilatation. The balloon was able to be inflated up to 8atm but from this point, it became difficult to increase the pressure smoothly. The aviator plus was removed from the pt body without difficulty, and found the balloon was ruptured. Another product (details unk) was used and the procedure was completed successfully without any other problem. There was no adverse event and the pt was in stable condition. There was no difficulty removing the product from the hoop prior to use. No kinks or other damages were noted prior to inserting the product into the pt and the device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was also no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The balloon could be inflated and after it ruptured, it deflated normally.